Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty (poba), two-wire technique and deep were performed, a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent was lifted. The procedure was completed with a 3.50 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty (poba), two-wire technique and deep were performed, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the stent was lifted. The procedure was completed with a 3.50 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.